Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 42 after insertion. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. From the return material analysis testing, the returned sensor did not reveal any malfunction. A review of the user's blood glucose data for about a month prior to the sensor replacement alert ((B)(6) 2024 - (B)(6) 2024) showed more than 50% of the calibrations entered were the same value as the sensor glucose (sg) value reported at the time. This suggests that estimated values were being entered as calibrations, rather than true blood glucose (bg) fingerstick values. Entering anything other than a true bg value can disrupt the calibration and lead to significant deviations in the sensor readings. On (B)(6) 2024 and (B)(6) 2024, substantial differences between the sg and bg were observed, leading to two consecutive dropout phases within 14 days of each other, consequently triggering the sensor replacement alert. B4.date of this report 21 october 2024 d9 device available for evaluation? Yes on 08/13/2024 g3.date received by the manufacturer? 21 october 2024 h3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 213 h6. Investigation conclusions updated to 67.

Event description:
On july 24, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.